Manufacturer narrative:
Updated fields: b4; d8; d9; g1; g3; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusion; h11. Corrected fields; e3. It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had fault #115. The various measurement waveforms on the screen are flat, and pumping is stopped (the stop time is said to be about a few minutes, but the exact time is unknown, but it was about 5 minutes). When the screen was operated to resume pumping, the touch screen did not respond so the clinical engineer in charge restarted the device. After restarting the device, it could be used without any problems, so the device was used until the treatment was completed. There was no patient harm. A getinge field service engineer (fse) evaluated the unit and ran the device for 5 days in-house, but the reported was not reproducible. The fse expressed to the customer if fault #115 occurs, replacing the executive processor board is recommended.

Event description:
N/a.

Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6) medical center. Due to character restrictions in block e1 address : (B)(6). Due to character restrictions in block e1 city (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed an internal communication error fault #115 at 1:39 am. The various measurement waveforms on the screen were flat, and pumping was stopped the stop time was heard to be about a few minutes, but the exact time is unknown, but it was about 5 minutes. When the touch screen was operated to resume pumping, the touch screen did not respond so the clinical engineer in charge restarted the device. After the restart, the device could be used without any problems, so the device was used until the treatment was completed. There was no patient harm reported.